Event description:
I had lasik. About two weeks after I started to have swelling, burning, blurred vision, dry eye in my right eye. It has not been 9 months, and at 7 months post op my doctor finally concluded it is a hsv reactivation. I have never had an hsv in my eye. I had a history of chicken pox as a child and that¿s it. I have been on acyclovir zirgan for about the past month and a half to go dormant, but about a week or so after I stop, symptoms then come back. You'd have to contact my surgeon.